Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 54840006555, 510k # k091974, UDI# (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent transforaminal interbody lumbar fusion (tlif) surgery at l4-s due to some unknown reason. Intra-op, the screw inserted by navigation was found deviated to the caudal side when checking by image, so the screw was removed, and the removed screw was reinserted with changing a direction. There was a delay of less than 60 min in overall procedure time as a result of this event. No patient complications were reported as a result of this event.